Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows that the user performed one energy check at system startup and then performed multiple treatments without further energy check at that day. According to the user manual the user has to perform an energy check manually at least after 120 minutes. The related treatment cannot be identified. But the review of the complete day shows no relevant error or warning message. No relevant deviation between planned and performed energy is detectable for all treatments. No technical root cause could be identified. During technical onsite visit the field service engineer (fse) qualified system no issues found. System meets company specifications per sir (service installation record). The root cause could not be identified conclusively the manufacturer internal reference number is: 2020-04409.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with rainbow glare of the right eye following lasik treatment. Additional information is requested. There are multiple reports for this event. This report represents patient (B)(6) right eye and additional reports will be filed.